Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The titanium adapter was visually inspected and no defects were found. The critical dimensions were verified, functional testing and the luer testing was performed with no issues found. The connection of the titanium adapter to a mating component of a transfer set was functionally tested and underwater pressure tested with no issues found. The directions for use of the titanium adapter were reviewed and were considered to be adequate. The cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the locking titanium adapter, for a peritoneal dialysis catheter, and the transfer set. The renal clinical educator changed the titanium adapter on the patient's catheter. The patient was treated with antibiotics as a precaution. There was patient involvement, however there was no adverse event associated with this report. No additional information is available at this time.